Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that while the motor was in use supporting the patient, the speed of the rotor was not stable. The motor was quickly exchanged. The patient did not suffer any hemodynamic compromise due to the event. The motor was tested on a mock loop by the distributor¿s technical support and it was observed that while manipulating the motor cable, the impeller inside of the blood pump started to scrape the surface of the housing. The impeller stopped completely at one point, and then restarted after the cable was moved to a different position. No additional information was provided.

Manufacturer narrative:
Section d10, h4, h7, h9: additional information. Device evaluation: the report of rotor speed being unstable was confirmed and reproduced during testing of the returned centrimag motor. The motor cable was inspected and no issues were noted. The motor was connected to a primary console and when the motor cable was manipulated, the pump immediately began to jump and vibrate, reproducing the reported issue. Resistance measurements of the motor's cable revealed an intermittent open connection in the input current bearing phase b2 (ib2+ line) and the output current bearing phase b2 (ib2-). The resistance of between these connections would fluctuate when the motor cable was manipulated, indicating that the issue was a result of conductor breakdown. Although the root cause of this breakdown could not be conclusively determined, it appeared to be a result of wear and tear due to repetitive bending or twisting of the cable during use. Although the root cause of the issue could not be conclusively determined, reports of similar events have been documented and corrective action has been initiated to investigate the issue further. Reports of similar events will continue to be tracked and monitored. Reports of damage to the cable that connects the motor to the console are being addressed through the manufacturer's corrective/preventative action system and a voluntary field action for the centrimag motor (B)(4) dated (B)(6), 2018, was sent to customers. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.